Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was seen in office for diaphragmatic stimulation. In addition, lv pace impedance trends showed variable impedance measurements that increased to high out-of-range values that remain greater than 3,000 ohms. Ts recommended further evaluation with isometrics. This crt-d and lv lead remain in service. No additional adverse patient effects were reported.